Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 137 mg/dl, 221 mg/dl and 393 mg/dl when all tests performed within 10 minutes on the aviva system. Reported stated he was feeling the hypoglycemic symptom of dizziness as if he might pass out and his wife treated him with milk. Reporter stated that on another day, he obtained a result of 270 mg/dl on the same aviva system compared back to back with a result of 39 mg/dl on the professional system within 10 minutes. Reporter stated he was treated with orange juice and crackers for his symptoms of shakiness. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.